Event description:
Additional information was received which noted that the patient's cause of death was determined to be a vf/vt arrhythmia and the death was determined to be related to the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported that the patient is deceased and died approximately 6 days after the device system was implanted. The cause of death was reported to be an unverified arrythmia. The patient was a participant in the (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which noted that the patient experienced an episode of pre syncope pre discharge post implant, and subsequently had an episode of syncope at home. It was also reported that an interrogation of the patient's implantable cardioverter defibrillator (ICD) showed no ventricular fibrillation (vf) or ventricular tachycardia (vt). It was also noted that per the death certificate, the patient's primary case of death is cardiopulmonary arrest secondary to ischemic cardiomyopathy, hypertension, and coronary artery disease.